Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window.

Event description:
It was reported that the customer had a crack on the screen of the insulin pump. Customer stated that the damage is on the right side of the screen toward the middle. Customer also stated that the crack takes up about 70% of the screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.